Event description:
While priming crrt (continuous renal replacement), there was a lot of air noted in circuit. Snap and taps were completed to remove air, but more air continued to get into circuit. Bubbles were noted to be coming from the red port that would be connected to the patient. Cartridge was then taken down prior to connection to patient and given to charge rn (registered nurse) for report to be written. Cartridge kept to be given to nurse educator.